Event description:
It was reported the asymptomatic patient presented to the clinic. Upon interrogation, the atrial lead exhibited noise, which caused inappropriate auto mode switch and noise reversion episodes. The noise could be reproduced with isometric movement. The device was reprogrammed to reduce the amount of noise. The patient would be monitored at regular intervals via follow-up visits.